Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a posterior lens vault at 1 day post op. The lens was explanted and replaced with a different model lens with the same diopter.